Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6) 2022 via email and attached in complaint object: there was no patient or technician involvement was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the latch lock flex sensor could not detect any disposable cassette when attached. Root cause of the reported event is unknown, but the latch lock flex sensor was found to be inoperable. It was recommended to replace the latch lock flex sensor. A nonconformance report (ncr) was created to investigate occurrences of latch lock sensor flex circuit issues, which is ongoing. Reviewed the device history record DHR for job 4191094 which included the reported serial number. There was no indication of any issue during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.